Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as patient retained explants. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the pt presented with unstable hip, osteolysis and loosening of cemented stem. The surgeon proceeded with an x3 cemented liner into well fixed zimmer shell and mod restoration stem. No other info per hospital protocol."